Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomiting, vitamin b12 deficiency, sleep deprivation, vitamin d deficiency, vaginitis, menorrhagia, dysfunctional uterine bleeding, post coital pain, abdominal pain, adenomyosis and flank pain. Concomitant products included lorazepam, macrogol 3350 (miralax), sertraline, sumatriptan and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue,") and insomnia ("other injury(ies) or complication (s) please describe:insomnia"). In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines") and headache ("headaches,"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition:depression, anxiety") and anxiety ("psychological or psychiatric problems condition:depression, anxiety"). In (B)(6) 2014, the patient experienced anaemia ("blood or heart disorder/condition type: anemia") and constipation ("gastrointestinal or digestive system condition type: constipation"). In 2016, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced pruritus ("rashes or skin conditions type: itchy skin"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced endometriosis ("reproductive system disorder or condition. Type of disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea") and chest pain ("chest pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, alopecia, urinary tract infection, depression, anxiety, pruritus, migraine, headache, endometriosis, anaemia, dysmenorrhoea, dyspareunia, fatigue, constipation, insomnia and chest pain outcome was unknown. The reporter considered alopecia, anaemia, anxiety, chest pain, constipation, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, insomnia, migraine, pelvic pain, pruritus and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2018: impression: possible 17 mm involuting right adnexal cyst. Hysterosalpingogram - on (B)(6) 2013: essure confirmation test. Ultrasound pelvis - on (B)(6) 2018: findings: absent uterus. Right ovary 2.4 x 2.7 x 3.5 cm or color-flow. Left ovary 2.6 x 2.7 x 2.5 cm arterial flow. No fluid or mass in the cul-de-sac.. Ultrasound scan vagina - on (B)(6) 2018: findings: pelvic ultrasound begins with transabdominal images and a full urinary bladder. The uterus measures 9 x 4.1 x 4.9 cm. Uterus is retroverted. Transvaginal pelvic ultrasound was next performed. Endometrial stripe: 8 mm thickness. Right ovary: 2.3 x 1.5 x 2 cm. Follicles are present in both ovaries. Left ovary: 2.7 x 1.7 x 2.7 cm. No evidence for adnexal mass lesions or torsion. There is mild-to-moderate free fluid in the cul-de sac, likely physiologic. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : migraines, uti, pelvic pain, headaches, fatigue, anxiety, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : case become valid as previous event injury nos is replaced with pelvic pain, uti, depression, anxiety, itchy skin, migraines, headaches, endometriosis, anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, constipation, insomnia, hair loss, chest pain. Events onset date, events severity, concomitant drug, medical history and lab data added. Reporter added, patient demographic added, essure removal date added, product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.